Event description:
On (b) (6 2010, patient's wife reported his readings have been higher for the past week. Patient's normal blood glucose is around 140 mg/dl. Wife reported patient's readings have been between 246 mg/dl to almost 500 mg/dl. Wife stated they have been bolusing to bring the readings down but they are not staying down and/or they are taking a long time to react. Wife reported patient has 2 large scars from previous surgery. Advised it is okay to try other parts of his body as infusion sites. Wife reported the infusion device has not given any error messages. Wife reported the infusion adapter was last changed in (B) (6) 2009. Wife stated the patient does sometimes bolus the incorrect amount. Had the patient disconnect and bolus into the air; insulin did come out. Advised she change the adapter. Wife reported the patient is considered a very brittle diabetic. Patient was sent information infusion site management and infusion sets. On follow up call on (B) (6) 2010, wife reported she has not tried the new infusion sets. She stated she will change his infusion set on (B) (6) 2010. On follow up call on (B) (6) 2010, wife reported she has not yet tried the new infusion sets. Submitted request for training assistance. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.